Event description:
It was reported that the device could not be interrogated. The device was approaching eri and was being checked monthly. The magnet rate was 86 ppm. The measured battery data one month previous was 2.6 v.